Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had an infection at the ins site. It was reported that the ins site was swollen, red, and feverish. The patient reported that they had an ultrasound and their doctor said everything was okay. The patient¿s primary care physician was not satisfied and had the patient do a cat scan and determined that there was an infection in near the ins. The patient reported that the ins was sore and hurting so much that they couldn¿t lay on their back or side. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was seen multiple times and had an ultrasound evaluation in the hcp office twice. The ultrasound with a CT scan revealed minimal fluid around the new ins. The hcp stated this was normal for pocket formation. To the hcp¿s knowledge, the patient had no alteration in white blood cell count. The skin and incision have healed perfectly with no drainage or signs of infection. The device site is now non-tender, and tenderness was reported. The infection was resolved by the primary care physician 1 week after implantation. However, the hcp said in their opinion, there was never an infection. No further complications were reported.